Manufacturer narrative:
There has been no health hazard to the patient. The optowire iii was investigated through the clear pictures of the fractured parts of the wire provided by the market authorization holder (mah). Fractures occurred at both ends of the tip (end of the distal radiopaque section and proximal weld end section of the tip (coil to corewire) based on the extent and on the nature of the fractures it is estimated that the resistance encountered in the heavily calcified lesion (estimated at 75-90%) led to the entrapment of the guidewire and the fracture of the tip following significant force that was able to deform the wire and cause its breakage. Review of device history records confirmed that the optowire iii lot number ow-3060d had been released per specifications. Based on the available event description and on the information received by the mah, the wire tip fractures are likely related to the usage of the device beyond the recommendations provided in the instructions for use (IFU): if resistance occurs and the cause of resistance cannot be determined, do not move or torque the optowire. Stop the procedure, determine the cause of resistance under fluoroscopy and take appropriate action. Observe optowire movement in the vessels. Before an optowire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque an optowire without observing corresponding movement of the tip; otherwise, vessel trauma may occur. Never advance an optowire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the wire and/or to the vessel.

Event description:
Optowire was used to treat a stenotic lesion in the lad. The lesion was calcified, so passing the wire through it took time, and the tip of the wire became caught in the calcification and became stuck. The physician attempted to pull it out, but the tip of the wire broke during the procedure. The broken wire remained inside the blood vessel, so the physician placed a stent to hold the broke wire in place. So far, there has been no health hazard to patient. We will observe after we have the actual product. We will report to the pmda.